Event description:
It was reported that a patient underwent an unknown spinal procedure, during the procedure, the cutter would not work correctly during the milling process and "would not cut the appropriate dome shape for implantation." No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that functional evaluation confirms pinion and gear interface slippage. Visual and optical examination of the -03 mill gear and -05 mill pinion interfacing features identified significant material plastic deformation. The location and nature of the wear is consistent with instrument usage; this instrument is a single-use instrument. The above observations are consistent with anticipated wear.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.